Event description:
Discovered a lump in my upper left breast while showering. Dr. (B)(6) recommended to go back to the plastic surgeon to see what their opinion would be. She felt there were more cysts, lumps attaching to the implant along the perimeter. FDA safety report ID# (B)(4).